Event description:
It was reported that the patient was hospitalized with syncopal symptoms. After a pacemaker interrogation and an x-ray, it was determined that the lead had perforated the right ventricle. The right ventricular lead was repositioned on the septal wall and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.